Event description:
It was reported via repair work order that the bed loss of all electrical functions was due to the cpu board being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.